Manufacturer narrative:
(B)(4). Date sent: 1/10/2025. Additional information was requested, and the following was obtained: what was the grade of hemorrhoids? Were the hemorrhoids circumferential or in specific quadrants? Please describe. What is the surgeon¿s experience with the pph procedure? What is the surgeon¿s experience with the pph device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the surgeon wait 30 seconds after closing the device and then 20 seconds after firing? Was a complete washer transection confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. What is the current patient status? Were there any hemostasis issues noted intraop? What was the total estimated blood loss (ml)? Was a transfusion required? How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? 1.18 years experience-no previous such problems.grade IV haemorrhoids. 2.waited more than 30 seconds.prior to firing mid/upper green indicator. 3.doughnut confirmed post procedure. 4.minimal bleeding-required placement of stitch. 5.2 weeks post procedure patient passed 14 mishaped staples.photos provided previously. 6.patient had examination under anesthetic-found ulcer at stapled line-treated .no more bleeding.

Event description:
It was reported that post op to a hemorrhoidectomy, there were no concerns/issues noted at the time of surgery, and the patient was discharged home. 2 weeks post op the patient presented at a&e with bleeding from the anus/rectum. Unknown what the outcome of this visit was. At a later date, the patient was seen in clinic by another consultant. They brought with them a picture that shows staples that have come from the anorectum. It was noted in this clinic appointment that the patient had developed an anal ulcer.

Manufacturer narrative:
(B)(4). Date sent 12/16/2024. D4 batch # unk. B3: only event year known: 2024. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. Additional information received: pictures attached showing the staples which are clearly malformed. Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 1/2/2025. Photo analysis: this is an analysis of three photos submitted for evaluation. During the visual analysis, the following was observed: the photo shows several loose staples and some staples could be observed as not properly formed and others in good formed condition. Due to the malformed staples observed, it should be noted that ensuring that the tissue thickness is within the indicated range and that it is evenly distributed in the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. Please reference the instruction for use for more information. No conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited.